Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they had to charge their device every other day and believed their bilateral implants were programmed at 4.3 v. For the past 1.5 years when the consumer charged, they felt shocking like when you ¿stick a 9v battery in your tongue.¿